Event description:
A caller reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to replace the problematic pump, and a replacement was sent. The customer was instructed on the necessary steps for receiving and returning the pump, including placing the current pump into storage mode and using a pre-paid label for return shipping, which the customer understood and acknowledged.